Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative. An osseotite® implant 4 x 10mm (oss410) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, blood and bone with damage and fracture at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device location is unknown and was used for approximately 15 years. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021 information identified: 'precautions' 'potential adverse events'. DHR review: the DHR electronic copy is not available for review. The investigation will be reopened and updated upon fulfilment of this request. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review: complaint history review was performed for the reported lot number (247752) for similar event (complaint category keyword: dental : functional : fracture : implant) and no other complaint was identified. Post market trend review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported the implant fractured and was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. UDI not available. First/given name: unknown / not provided. Email address unknown / not provided.